Event description:
I had coolsculpting and developed pah, diagnosed by 2 plastic surgeons. I had to have a mini tummy tuck and lipo due to disfigurement. I am in severe pain and am attempting assistance from allergen/abbvie and have not received a reply. This procedure is still on the market despite thousands of pah (pulmonary arterial hypertension) cases and lawsuits. Why? I spent $17k due to known undisclosed side effects. Can someone please help me?